Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol measurements were verified to be incorrect after the iol was inserted into the eye. The surgeon decided to switch the lens to a smaller diopter and the incision was enlarged to facilitate removal and replacement of the iol. (This was the surgeon's first use of this type of lens.)